Manufacturer narrative:
Additional codes were update din h6 (health effect-impact code and medical device problem code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Per the instructions for use (IFU), proper access site management is critical to minimize bleeding risk. Best practices include removal of the peel-away sheath before ICU transfer, maintaining the catheter insertion angle, applying pressure and monitoring for oozing, and regularly checking distal pulses and dressing condition to preserve perfusion. It is important to note that concurrent va ECMO support can contribute to bleeding complications due to anticoagulation requirements and systemic effects. Based on available information, these complications are most consistent with the patient¿s critical illness, complex surgical status, and combined mechanical circulatory support. There is no evidence of a causal relationship between the impella device and the reported events. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Impella 5.5 was implanted in a 64-year-old male with a history of ami complicated by cardiogenic shock. Bleeding occurred from a jp drain located at the impella 5.5 left axillary access site, with approximately 1.2 liters of blood output reported. The care team and surgeon were aware, and the patient received blood transfusions as needed. The patient remained on va ECMO and was intubated. Due to hypotension likely related to blood loss, a levophed infusion was initiated. The surgeon had left vessel loops in place and muscle open in anticipation of potential bleeding issues and considered returning the patient to the or for repair. The patient survived. The reported events include an access site adverse event, major bleeding, blood transfusion, hypotension requiring medication, and potential surgical intervention.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4 (catalog, serial). The cause of the injury was not determined due to insufficient clinical details. The cause of the access site adverse event was not determined due to insufficient clinical details. The root cause of the placement signal issue was not determined due to insufficient clinical details and unreturned product and logs for further investigation.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> no product returned: hypotension: hypotension likely caused due to blood loss. The cause of the injury was not determined due to insufficient clinical details. Asae/major bleed: bleeding at impella 5.5 l axillary site. Patient received blood transfusions. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot ==> device lot- 1998451. Device history batch ==> subcomponent lot- n/a. Device history review ==> the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
D6b. Explant date was added.